Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and it was not detected on the bus. The field service engineer (fse) had found that drawers 1.1, 1.2 had not been detected on the bus. The fse had powered off the station, removed the back panel, and reseated the row board cables to the drawer control boards before restarting the device. After these steps, the drawers had been detected on the bus. The fse had verified the repair in the hardware test application (hta) by performing functionality tests on drawers 1.1, 1.2, and the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2s3 drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.